Event description:
Customer recently switched lab analyzers. A patient correlation was done comparing the lab analyzer and triage. Customer uses triage as a back-up to the lab analyzer. One sample was from an (B)(6) year old female who had presented with shortness of breath on (B)(6). A sample was drawn at 19:58 and the triage tni result was low compared to the lab analyzer. No other cardiac test results or procedures viable to customer. Triage results were not released to physicians. The site has no ICU. All patients with positive tni are typically transferred out. This patient was discharged to another larger hospital with discharge diagnosis: dyspnea, sob, exacerbation of copd, hypoxia and possible non-stemi. No samples available.

Manufacturer narrative:
Investigation pending.